Manufacturer narrative:
The device was returned to a zoll certified service provider for evaluation; the customer's report was verified and attributed to the smart pneumatic module board. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "runtime calibration failure - 1051" error message. Complainant indicated that there was no patient involvement in the reported malfunction.